Event description:
The focus rtp system provides a dose volume histogram index page upon which can be listed info for from up to three available plans. This permits the comparison of coverage of regions of interest relative to percent of prescribed dose. When the user wishes to change the plans being displayed, they are supposed to select done then enter the ID of the new plans to be displayed. If instead they select cancel, new plans can be selected but the isodose info for the original plans remains on the index. No pts were treated.